Event description:
The surgeon started with the standard size 0 jacob broach and continued broaching up to size 6. While broaching, the medial calcar fractured and a cable was used to fix the fracture. The final implant was a size 6. The pt was put on restricted activities, limiting weight bearing and using a walker. There is no additional medical intervention or revision surgery expected.

Manufacturer narrative:
Manufacturing records and quality documents were reviewed. The manufacturing and quality document review confirmed that all implants released to the field of lot number 090012 (B)(4) conform to the specification valid at the time of manufacture. The fracture is not device related and is a known complication of total hip arthroplasty.